Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the rate was about 63 ppm, the device would not interrogate, and intermittent loss of ventricular capture was seen.